Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors, and performed testing. Two of three failed per specifications. One of two failed for high readings. The second failed for no isig readings detected. The transmitter passed per specification. The remaining sensors passed per specification with accurate readings. Found three bent cannulas, but unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump has bent cannula. Customer's blood glucose reading was 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.